Event description:
During ivtm therapy set-up, the solex 7 catheter (lot #146268) could not be inserted deep enough (only about 7 cm) into the patient's left jugular vein for post-resuscitation therapy. After removing the solex 7 catheter, the serpentine balloon had partially detached from the catheter and also had leaks. In attempt to use another solex 7 catheter (lot #97583) and after removing it's protective sleeve, noticed that the serpentine balloon had unraveled from the catheter. A third catheter was used to continue and successfully completed ivtm therapy. Per customer, there was 20 minutes of delay in the ivtm procedure due to the reported issue with the catheters. No consequences or impact to patient. Please see MFR 3010617000-2020-01122 for the solex 7 catheter (lot # 146268).

Manufacturer narrative:
The reported complaint of the serpentine balloon had unraveled on the solex 7 catheter (lot # 97583) was not confirmed during visual inspection and during functional testing. No device malfunction was observed during the testing of the returned catheter and the catheter worked as intended. Upon visual inspection, no physical damage or blood residue were observed on the catheter. Noticed one loop of the serpentine balloon was sticking out but it was not detached or unraveled. The single loop sticking out is not a manufacturing issue and therefore, the exact root cause is undetermined. All lumens are flushed without resistance. During functional testing, the solex 7 catheter was connected to a pressurized inflation device, the balloon fully inflated when pressurized up to 100 psi without any issues. The balloon did not leak during inflation and deflation. No leak was observed, and no balloon detachment.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the solex 7 catheter (lot #148815) could not be inserted deep enough (only about 7 cm) into the patient's left jugular vein for post-resuscitation therapy. After removing the solex 7 catheter, the serpentine balloon had partially detached from the catheter and also had leaks. In attempt to use another solex 7 catheter (lot #99122) and after removing it's protective sleeve, noticed that the serpentine balloon had come loose from the catheter. A third catheter was used to continue and successfully completed ivtm therapy. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see MFR 3010617000-2020-01122 for the solex 7 catheter (lot # 148815).